Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the user was unable to login. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 10-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the user was unable to login to the monitor. A technical support specialist tss remoted in and cleared the window login screen and the customer was able to login. The system functioned as intended after the technical support specialist troubleshot the device.